Event description:
It was reported that guide wire tip detachment occurred. A 200cm, 8cm poly tip v-18¿ control wire¿ was used for a percutaneous transhepatic biliary drainage (ptbd) procedure. When the device was removed from the patient it was noted a part of the tip of the wire was peeled off. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The visual inspection was performed and the device presents the polymer coating peeled at 0.7cm to 3.4cm approx. From the distal end; and the distal tip kinked. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 200cm, 8cm poly tip v-18¿ control wire¿ was used for a percutaneous transhepatic biliary drainage (ptbd) procedure. When the device was removed from the patient it was noted a part of the tip of the wire was peeled off. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.